Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm had been emitted by the pump more often than expected by the user. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: a review of the pump¿s black box revealed a cs 064 alarm. The rewind, load and prime steps were performed successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.